Event description:
A hill-rom technical service rep found that the ground prong was damaged while performing a preventive maintenance, and there were no reported injuries. The tsr replaced the power cord to resolve the issue with damaged ground prong.